Event description:
A report was received that a patient was explanted due to drainage at the ipg site. There was no infection present and the physician removed the ipg and lead extensions. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.